Event description:
It was reported that this device was exhibiting premature battery depletion. The battery of this device decreased from an estimated longevity of 9 years to 4 months remaining, within a 6 month timeframe and the power consumption was at 466%. Subsequently, the device was explanted and replaced, with no clinical complications, and the patient was sent home the same day of the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and will include the final analysis results. (B)(4).

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. During a previous device check early this year, the device was showing 9 years remaining. During the most recent device check, only 4 months were remaining, and the power consumption was at 466%. Subsequently, the device was explanted and replaced, with no clinical complications, and the patient was sent home the same day of the procedure. The device is expected to be returned for analysis.